Event description:
It was reported that, patient was found by cna with his right leg in bed side rail. Patient is nonverbal, because the patient was crying out as if in pain an x-ray was ordered. Results indicated a fracture to the mid diaphysis of the right femur. Pin was placed in, patient remained in traction and in the hospital until 1-27-97.